Event description:
N/a.

Manufacturer narrative:
Corrected fields: e1 (event site postal code: (B)(6)). Additional point of contact: name:(B)(6). Contact department: clinical engineering. Contact person occupation: biomedical engineer a getinge field service engineer evaluated doppler cord reel broken.doppler cord reel replaced. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit doppler cord reel is broken. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).